Manufacturer narrative:
Investigation found the exposed portion of the soft cannula to be stretched. This was confirmed via out of specification measurement taken during investigation of the entire soft cannula length. Further investigation found a hole in the unexposed portion of the soft cannula. During fluid path, fluid was unable to flow through the entire fluid path due to the hole in the unexposed portion of the soft cannula. No indication of fluid ingress was observed to indicate an internal leak was present during operation. Review of the device data shows the first priming sequence completed at pulse 46 and was deactivated at pulse 3248. No timeouts, drive stalls, or hazard alarms were generated during device run. Based on the data and no evidence of fluid ingress, the hole on the unexposed portion of the soft cannula was not present during device operation. The timing and cause of the event that resulted in the soft cannula damage could not be determined. The patient history buffer data showed no evidence of issues with insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours on their leg. As treatment, a new pod was applied. The device was originally reported for allegedly not delivering insulin properly.